Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found collet #10 contaminated with serum. Fse removed collet, tip-eject sleeve, compression spring and cleaned. The instrument was tested without further problem, and was returned to expected operation.